Event description:
It was reported that the insulin pump had a blank display. The customer did not know the blood glucose reading. She stated that she had tried a total of 3 new batteries and the screen did not return. She observed a very small hair line crack on the reservoir compartment of the insulin pump, noting that it was very small and did not warrant a return as she knew was normal protocol. During troubleshoot, insertion of a new battery resolved the issue and the display returned. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.